Event description:
This lead was dislodged so the physician reposition it. After repositioning it, an x-ray was taken and it was found to be dislodged again. The physician decided to try a tined lead. The hosp retained the device. Should add'l info become available, this report will be updated.